Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 13 november 2025, a patient presented with grade 5 degenerative mitral regurgitation (mr), prolapsed and flailed anterior leaflet for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. A second mitraclip was then advanced within the patient and successfully placed. While testing the established final arm angle (efaa) the first test was successful and the clip remained closed. The lock line was removed, then efaa was tested again per IFU and the clip opened to approximately 60-80 degrees. Troubleshooting was preformed unsuccessfully by repeated attempts to close the clip. The clip was deployed while opened at approximately 60-80 degrees. An additional mitraclip was then implanted successfully to stabilize the opened clip and the procedure was discontinued. The final mr was grade 1. There were no adverse patient effects or clinically significant delays were reported.

Event description:
N/a

Manufacturer narrative:
All available information was investigated. The reported clip opening while locked could not be replciated in a testing environment during returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The provided imaging was reviewed by an abbott abbott senior staff clinical r&d engineer. Based on available information a cause for the reported clip opening could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.